Manufacturer narrative:
Device manufacture date: june 19, 2017 - june 20, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between the luer of a small volume infusor and an unspecified non-baxter adapter. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.